Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon leaked. The balloon was fully deflated to remove the catheter. There was no patient injury.

Event description:
It was reported that the balloon leaked. The balloon was fully deflated to remove the catheter. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed all qa inspections. Leak balloon could be due to several reasons. However, in the absence of returned sample and limited information available on this complaint , further investigation could not be conducted and therefore complaint is not confirmed.